Event description:
The customer reportedly received the following results on the accu-chek advantage system within 10 minutes: 130mg/dl, 63mg/dl, and 62mg/dl. The customer felt hypoglycemic. She ate a toast with jelly and felt better 10 minutes after treatment. No adverse event reported. New system sent to customer and return requested.